Manufacturer narrative:
Insulin pump was received with cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
It was reported via phone call that the customer's insulin pump had cracks to the top corner of the display. Customer's blood glucose level was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.